Event description:
The customer reported that while the iabp was in use on a patient the "pressure waveform was all over the place." The customer reported that there was also a problem with the ECG. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company representative was unable to duplicate the failure. The ECG not functioning could not be duplicated. Verified that unit was functioning to factory specifications. Performed safety checks to meet factory specifications. The pump was returned to the customer. (B)(4).